Manufacturer narrative:
D4): correction: removing primary di number from UDI# field. The lot number was not provided, thus an entire UDI# is unavailable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
D4): device lot number, expiration date unk. Partial UDI populated. H3): the device was discarded, thus no investigation could be completed. H6): great vessel perforation is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 13f tightrail rotating dilator sheath on the ra lead, the lead was successfully removed. Next, using a spectranetics 14f glidelight laser sheath, the pocket was cleared to the clavicle. Then, a spectranetics tightrail sub-c rotating dilator sheath was used to progress to the innominate region. Devices switched back to the same 13f tightrail (used on the ra lead), and despite stalling around the tricuspid valve region, the tightrail advanced to the tip of the rv lead, and the patient's blood pressure dropped slightly. The procedure continued, and the rv lead was extracted. While removing the tightrail, the blood pressure dropped significantly. Rescue efforts began immediately, including rescue balloon and sternotomy. A large superior vena cava (svc) perforation was discovered and repaired. The patient survived the procedure. This report captures the 13f tightrail in use in the area when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.